Event description:
On 11/30/92, physician performed thracentesis procedure using a pharmaseal thoracentesis catheter. As the catheter was being threaded the patient shifted forward and then backward. The catheter tip snapped. Stat chest x-ray performed indicated intrapleural foreign body. Thoracic surgeon consulted. On 12/1/92 performed thoracoscopy for removal of bloody pleural fluid: multiple biopsies of pleura and pleura nodes: removal of intra-pleurl thoracentesis catheter; and insertation of chest tube. Patient was admitted in ICU following proceduredevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.